Event description:
A malfunction alarm was reported, identified by a code that was resettable and did not recur after troubleshooting. There was no reported adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, which was successfully done, and the customer was advised to continue using the device, with instructions to call back if the issue recurred.